Event description:
Patient is on tpn (total parenteral nutrition) that is rate controlled by pump. Patient's evening rns and IV nurses noticed over the past few days that the tpn bag would go empty before the bag was due. Proper procedure is ordering and administering tpn to patients that have 100ml overfill (+/- 3%), to ensure bag does not run out before bag can be exchanged. I visually inspected the tpn pump rate and saw it was running at correct rate as indicated by pump (65ml/hr). I double checked the tpn formula to ensure that the overfill of 100ml was being ordered and that compounding pharmacy recipe and epic recipe matched. There existed the possibility that pump was infusing at too fast a rate even though it read at 65ml/hr. I called head IV rn to discuss switching out pump to see if that would resolve issue. Called rn also. Pump was switched out and possible defective pump was sent to biomed. The next day, issue appeared resolved as there was overfill in tpn before IV nurses needed to change out bag. No adverse effects to the patient occurred. Patient's nutritional status and electrolytes are monitored daily, and the small amount of extra fluid patient may have received was minimal. Pump was sequestered but not labeled, so our clinical engineering biomed team was unable to interrogate the pump due to failure to ability to identify which pump it was.